Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no images¿ was confirmed due to faulty cable. The cause of the faulty cable could not be identified. Other investigation findings: water immersion. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image display due to faulty cable was noted. The probable cause of the defect was due to normal wear and tear or customer¿s handling. Minor leaking was also noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the hd autoclavable camera head has an image problem. The event occurred during preparation for use. During a standard service inspection of the customer returned device, a faulty cable was noted causing no image. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.